Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device had been explanted since the electrode had slipped completely out of the cochlea. As a result, a subtotal petrosectomy was performed and a placeholder inserted.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide benefit due to a migration of the active electrode out of cochlea. In addition during device investigation damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. Other mechanical damages found are attributable to the removal surgery. This is final report.

Event description:
It was reported that the device had been explanted since the electrode had slipped completely out of the cochlea. As a result, a subtotal petrosectomy was performed and a placeholder inserted.